Event description:
A patient reported experiencing inaccurate high results with a fasttake meter. The patient's blood glucose results were 10.6 mmol, 3.4 mmol, 3.8 mmol. Tests were done within 20 minutes with a difference of 73%. Patient did not experience any adverse events. No further information has been reported.